Manufacturer narrative:
Concomitant products: product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014 product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported at the initial meeting impedances were checked and "all signs pointed to possible fractured wire". It was reported at that time, the hcp scheduled a revision.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
It was further reported that the patient¿s revision was scheduled for (B)(6). It was further reported that the patient was doing well following the revision. The patient had their old system removed and this was replaced with a new system. The patient was getting stimulation in all the desired areas. The patient¿s explanted lead presented signs of damage and fracture and the patient was only feeling sharp, stabbing, shocking sensations in the middle of their back. The patient hadn¿t been able to use the system since the original implant in (B)(6) 2013. When the doctor removed the old lead they noticed that it had been tied down in several placed and no anchor had been used. A new pocket was created on the patient¿s right side since the previous pocket site was very uncomfortable given the placement. It was further reported that on the tuesday prior to (B)(6) the patient was doing well and getting effective stimulation. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient was scheduled for a lead revision on 2014-(B)(6). It was further reported that the patient¿s revision was rescheduled due to labs. The patient was now going to receive an entire new system and not just have a lead revision. Additional information has been requested, but it was not available as of the date of this report.